Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the use of the uac catheter, the black hydrophilic portion of the device disconnected from the rest of the catheter. An attempt was made to remove it with a snare, but the disconnected part fragmented further. The fragments became lodged within the right hypogastric and right popliteal arteries. No additional information available.

Manufacturer narrative:
The suspect medical device was returned for device evaluation. The device was visually and microscopically investigated. The complaint is confirmed. The root cause could not be determined, the device history record was reviewed, and one exception document was identified. A search of the complaint database was performed and two similar complaints with this lot number were identified. Corrective actions are in process.